Event description:
It was reported that a shoulder arthroscopy for loose body removal was performed. The keel was found to be broken off the "glenoid face". The surgery was converted to open for removal of the glenoid and revision of the shoulder. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Additional event details including date of original surgery, date of revision, relevant patient history and current patient condition were requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and evaluation is in progress. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event include improper seating of the device, patient non-compliance with the post-op protocol, and/or prosthetic loosening. In addition, the keel is located on the back side of the device, not on the "face" (as initially reported). This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.